Event description:
After pt had been on dialysis approx 50 mins, rn again noticed saline on saline administration set. She changed out saline bag and saline administration set and continued dialysis without further problems.